Event description:
The consumer reported that the patient experienced sudden localized pain right above the implantable neurostimulator (ins) site on her right side; this issue began about 4 months prior to (B)(6) 2016. The patient did not know if the pain was coming from the stimulation or because of the leads, but she had only experienced this pain while the ins was running. There were no reported falls or trauma related to this event. The patient planned to follow up with the healthcare professional regarding these symptoms. It was noted that the patient wanted to get in touch with a manufacturer representative because she had an appointment with the healthcare professional scheduled on monday ((B)(6) 2016), and she needed to get reprogrammed. Additional information received from the healthcare professional on (B)(6) 2016 reported that no diagnostics performed related to the localized pain; however, the healthcare professional also noted "palpates." Actions/interventions planned to resolve the localized pain included impedances checks and reprogramming. The cause of the localized pain was not determined, but the healthcare professional noted that it may be "mechanical pocket pain." The localized pain was not resolved at the time of follow up. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.